Event description:
A customer reported to beckman coulter, inc. (Bec) that error messages of "cuvette not dry before reagent dispense" were received on unicel dxc 800 pro synchron clinical system. The customer also reported that a slight seepage occurred at the reagent probes. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Bec customer technical support (cts) advised the customer to use ppe before troubleshooting the instrument. The customer found the reagent syringe loose, and tightened the reagent syringe. No service request was generated as the issue was resolved by troubleshooting with cts. (B)(4).